Event description:
It was reported that system diagnostics resulted in high lead impedance in the operating room after a patient underwent generator replacement surgery. The lead was replaced and returned to the manufacturer. Currently, there is no trauma or manipulation stated by the patient and the lead is at the moment undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.